Event description:
Meter reading hi. Currently detoxing. So she read the manual to see what "hi" meant, she then called the ambulance because the meter continued to read hi. She stated the strips came in a little sample baggie and those are the strips she was using when the "hi" displayed on the screen. She purchased this in (B)(6) 2017. Requesting control solution.